Manufacturer narrative:
A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the provided image shows that the proximal clevis has been dislodged from the main tube. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci assisted surgical procedure, the force bipolar instrument was observed broken at the wrist. The customer could not remove the instrument through the trocar without completely destroying the instrument. It was not possible for the customer to remove the trocar from the instrument. There was no report of patient harm due to the reported issue. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem was identified as part of a colposacropexy with lash; the sigmoid colon has just been mobilized/pushed to the side. There were problems removing the instrument through the cannula; due to the angulation, the instrument could only be removed with a trocar through the abdominal wall. A retrieval bag was placed around it beforehand to prevent parts from being lost in the abdominal cavity. The instrument was removed with the cannula, and the puncture site was also resected at the end of the operation. The port incision was not enlarged to remove the instrument and cannula together. It went without enlargement by axial displacement, at the edne resection of the incision site. The problem was identified when the surgeon held sigma to the side. Something fell into the patient during a surgical procedure, and the fragment was removed during the same procedure. A recovery bag was placed around the instrument in the meantime; another small plastic part was recovered at the end of the operation. Arms 3 and 4 were positioned alternately to hold the sigmoid adequately.

Manufacturer narrative:
This is a duplicate report, it has been identified that two mdrs were submitted for the same reported event and please refer to MFR report 2955842-2023-19916. Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken main tube approximately 1.66" from the distal tip. No material was found missing. Cannula seal was returned still installed with cannula that was stuck on force bipolar forceps. No physical damage found on the cannula seal. Cannula seal could not be removed from the cannula because of the broken main tube. The cannula was returned still installed with cannula seal that was stuck on force bipolar forceps instrument. No physical damage found on cannula. The cannula could not be removed from the instrument because of the broken main tube.